Manufacturer narrative:
This report or other information submitted by joerns healthcare under 21 cfr part 803, and and release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare, its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.

Event description:
It was reported to the manufacturer, by the end user, per the end user, that per agiliti, per the hospital nurse manager, the patient was out of the bedframe when the patient fell and sustained a head injury. The nurse manager requests a full functional check of the bedframe and nurse call button. Agiliti will perform the testing. Complaint #(B)(4) was entered into our system.